Event description:
Related manufacturer reference number:3006705815-2023-06025. It was reported that the patient experienced ineffective therapy due to lead migration. Additionally, it was reported that following an MRI where the ipg was not placed into MRI mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.